Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 50mmx2.5mm target lesion was located in a moderately tortuous and calcified left circumflex artery. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed as a whole all together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks to the hypotube. There was blood and contrast in the inflation lumen and balloon. Microscopic inspection revealed a 6mm long shaft rupture starting 5.6cm from the tip and extending proximally. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 50mmx2.5mm target lesion was located in a moderately tortuous and calcified left circumflex artery. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed as a whole all together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.